Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Visual inspection: the product box, implant stickers, outer and inner blisters, styrofoam, and shell were returned. The reported event was confirmed. The inner tyvek lid was stuck to the outer tyvek lid. When the outer tyvek lid was peeled, the inner lid was peeled along with it. Conclusion: visual inspection of the returned indicated the inner tyvek lid was stuck to the outer tyvek lid. When the outer tyvek lid was peeled, the inner lid was peeled along with it. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated sep-2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change.

Event description:
It was reported during primary right hip surgery, doctor went to open implant on field and packing was stuck together. Doctor took another one and continued surgery. No delay.

Event description:
It was reported during primary right hip surgery, doctor went to open implant on field and packing was stuck together. Doctor took another one and continued surgery. No delay.